Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) noted micro bubbles in the wash pump during priming of the dispense probes. The fse then replaced the fluidics manifold, after which the fse did not observe any more bubbles. The fse ran a passing high sensitivity system check, and the customer was able to obtain passing qc.

Event description:
A healthcare facility reported obtaining non-reproducible troponin (access accutni+3) results for one patient's four blood draws on the access 2 immunoassay system portion of the dxc 600i synchron access clinical system (serial number (B)(4)). The first draw yielded a result of 0.037 ng/ml, within the normal reference range (0.00 ng/ml - 0.04 ng/ml). A second draw yielded a slightly elevated result of 0.047 ng/ml. A third draw yielded a high result of 7.045 ng/ml. This third result was reported out of the laboratory. A fourth draw yielded a lower result of 0.207 ng/ml. Upon obtaining this fourth result, the third and fourth samples were reanalyzed on the same instrument, which yielded lower results of 0.075 and 0.203 ng/ml, respectively. The facility indicated that the patient arrived in the emergency department in respiratory arrest and with diagnoses of multifactorial respiratory failure, congestive heart failure, fulminant liver failure, history of ethylene glycol toxicity, anion gap metabolic acidosis, significant coagulopathy, and methamphetamine abuse. The patient expired while in the hospital. The reporter stated the cause of death was shock due to fulminant liver failure and ethylene glycol toxicity. The reporter also indicated that the third sample's initial result of 7.045 ng/ml was not related to the patient's death, as the information was not used to diagnose or treat the patient. Based on the evidence provided, the cause of death in this incident appeared to be incidental and unrelated to the use of beckman coulter device. It should be noted that it is unclear whether the identified comorbidities may have affected the reported troponin results; in the absence of that information, beckman coulter is reporting this event as a product malfunction.